Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the device delivered morphine and bupivacaine. The exact symptoms the patient was having was left hip and left leg pain and a blood pressure of 166/119. Their heart rate was 80 beats per minute. No troubleshooting was done and the patient was ordered to follow up with their primary care physician for their blood pressure. The patient was now doing ¿good¿ and there were ¿no complaints as of now¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following a pump replacement for a ¿failure¿, the patient¿s blood pressure was 60/40 and she was admitted to the intensive care unit for a few days. The patient¿s primary care physician (pcp) put her on a blood pressure medication and ¿that is what saved her¿. It was also reported that the patient was dissatisfied with her healthcare provider (hcp) service. The patient used to get her pump filled every 2-3 months but, at the time of the report, only had it filled every 6 months. The hcp would not increase the patient¿s dosing. The patient had a lot of pain and could only lay on her right side. At the time of the report, the patient was looking for a new managing pump hcp. The device system was used to deliver morphine and ¿another drug like lidocaine¿. Additional information was requested but was not available at the time of this report. Please see manufacturer report #3007566237-2013-03515 for information pertaining to the ¿failure¿ of the previous pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was further reported that the patient "almost died" and ended up in the intensive care unit (ICU) and the ambulance took her to a hospital. The patient was hospitalized for almost five days, and then was put out on the floor for a couple of days after she was out of the ICU. They had to give the patient narcan. It was reported that the medication that she had then was a stronger dose, which the patient reported she thought it was "50 or might have been 100 concentration and was running at 16.79." No further complications were reported.